Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the lower storage drawer was found to be damaged and the locking spring was missing. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: contact person name: (B)(6), contact person email ID: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit during pm and found the reported issue. To fix the issue, the fse replaced storage bin the and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.